Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. (B)(4). As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, stenosis, post-thrombotic syndrome, fracture and perforation of the inferior vena cava (ivc) wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, stenosis, post thrombotic syndrome, fracture and perforation of the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of coagulopathy, hemorrhagic gastritis, protein c deficiency, appendectomy and multiple previous episodes of deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient¿s history also includes the implantation of a greenfield vena cava filter in the 1980s. More than fifteen years after the implantation of the greenfield filter, the patient presented with severe retroperitoneal pain and hematemesis. Diagnostic testing revealed that the greenfield filter had fractured and migrated to the right side of the vena cava. Multiple fragments segments were noted outside the inferior vena cava (ivc) and right renal vein. The patient was treated with the implantation of a trapease filter. At some point after the trapease filter implantation, the patient experienced post-implant dvt and/or pe. Approximately six months after the trapease filter implantation, the patient underwent partial surgical removal of fragments of the broken greenfield filter. One of these filter fragments was extending just anterior to the right renal hilum. A second fragment was inferior, and another strut went into the mesentery and possibly into the duodenum. These were partially removed. The ivc was noted to be scarred in. There were one or two other struts within the trapease vena cava filter, and these were left in situ. The patient is reported to have tolerated the procedure well. Approximately fourteen years after the trapease filter implantation, the patient presented with left-sided flank pain. A computerized tomography (CT) scan that revealed possible tilt and migration of the filter. Images of the distal ivc were suggestive of stenosis or occlusion. The inferior tip of the trapease filter was near the expected confluence of the common iliac veins and/or distal-most ivc at the level of the l4-l5 disc space. The superior extent of the filter was irregularly configured and located at the level of the l2-l3 disc space. Device embedment and gonadal vein dilation suggesting compensatory collateral venous flow were also seen. The patient further reported having experienced severe back pain, open sores and swelling of legs, mental anguish and depression. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Due to the nature of the complaint, the reported pain, dilated veins, skin sores and leg swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety and/or depression experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a3, b3, b4, b5, b6, b7, d1, g3, g4, g7, h1, h2 and h6. Continuation of section b5: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Medical history includes coagulopathy, hemorrhagic gastritis, protein c deficiency and multiple previous episodes of venous thrombosis and pulmonary embolism. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, stenosis, post thrombotic syndrome, fracture and perforation of the ivc wall. Per the patient profile form (ppf), the patient reports filter fracture, perforation of the filter struts outside the ivc, perforation of the filter struts into organs, migration of fractured struts, device is unable to be retrieved, post implant dvt, pe, stenosis, back pain, open sores on leg, swelling of legs and depression. Per the medical records, the patient received a greenfield filter sometime in the 1980s. An imaging procedure revealed that the greenfield filter had fractured in multiple places, with several pieces outside of the ivc, migrated to the right side of the vena cava and in the right renal vein, the patient also had severe abdominal pain at that time. Approximately fifteen to twenty-five years after the greenfield filter, the trapease filter was implanted. Six months after the trapease implant, the patient presented with severe abdominal pain/right flank pain treated with narcotics. A radiology report reveals a large amount of stool present throughout the entire colon contributing to the pain. The imaging also revealed granulomas in the spleen and likely in the liver. The infrarenal area was noted to be scarred. It was noted that the patient had two vena cava filters. The greenfield filter fragmented and was displaced at the l2-l3 area of the spine. Fourteen years after trapease implant, the patient underwent removal of greenfield filter fragments. Imaging revealed that the patient had a minimal fatty infiltration of the pancreas, a 1.5 cm left adrenal nodule/benign adenoma, osteomyelitis due to filter fragments, calcified granulomas in the spleen, findings suspicious of stenosis or occlusion of the ivc, and segmental fusiform dilation of the left main renal vein. There was a 4 mm elongated hyperdensity in the right kidney, it represented a filter strut fracture fragment. One or two filter struts from the greenfield filter were caught inside of the trapease filter. It was determined that the filter fragments would be left in the trapease filter. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Skin sores, swelling of the legs, dilated veins and pain do not represent device malfunctions and are likely related to the underlying coagulopathy issues associated to this specific patient. Depression does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, perforation of the filter struts outside the ivc, perforation of the filter struts into organs, migration of fractured struts, device is unable to be retrieved, post implant dvt, pe, stenosis, back pain, open sores on leg, swelling of legs and depression. The patient also had a history of coagulopathy, hemorrhagic gastritis, protein c deficiency and multiple previous episodes of venous thrombosis and pulmonary embolism. Additional information received per the medical records indicate that the patient has a history of implantation of a greenfield filter in the 1980s. Approximately forty to fifty years later an imaging procedure revealed that the greenfield filter had migrated to the right side of the vena cava and the patient experienced severe abdominal pain. It was noted that the filter was fractured in multiple spots and several pieces were outside the inferior vena cava, and in the right vein. Approximately fifteen to twenty-five years after the greenfield filter, a cordis trapease filter was implanted into the patient. Six months after the trapease filter was implanted, the patient presented with severe abdominal pain/right flank pain that was controlled with high doses of narcotics. A radiology report states that the pain may have been caused by the large amount of stool present throughout the patient's entire colon. The imaging scans also revealed granulomas in the spleen and likely in the liver. The infrarenal area was scarred. It was noted that the patient had two vena cava filters. The greenfield filter fragmented and was displaced at the l2-l3 area of the spine. Fourteen years after trapease filter was implanted (approximately thirty to forty years after the greenfield filter was implanted) the patient underwent a procedure to remove filter fragments of the greenfield filter. Imaging revealed that the patient had a minimal fatty infiltration of the pancreas, a 1.5 cm left adrenal nodule/benign adenoma, osteomyelitis due to filter fragments, calcified granulomas in the spleen, findings suspicious of stenosis or occlusion of the ivc, and segmental fusiform dilation of the left main renal vein. There was a 4 mm elongated hyperdensity in the right kidney, it represented a filter strut fracture fragment. One or two filter struts from the greenfield filter were caught inside of the trapease filter. It was determined that the filter fragments would be left in the trapease filter. The patient tolerated the procedure well. In addition to the previously reported information, an amended patient profile form (ppf) states that fractured fragments of the filter were seen adhering to the inferior vena cava wall and the filter was tilted.

Manufacturer narrative:
Corrected data: product code.